Event description:
Healthcare professional reported "capsular contracture baker grade ii/iii" and "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture.

Manufacturer narrative:
Continued e1 additional fax: (B)(4) continued e1 additional email: (B)(4) device evaluation: analysis of the returned device identified: white particles inner device, crease fold and two openings curved on posterior. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior and sharp opening on posterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
The device has been explanted and replaced.